Event description:
Per the physician's report, the electrode array of the patient's device was only partially inserted into the cochlea. The insertion of the array did not go past the basal turn as confirmed by an x-ray. The patient had poor performance with device use. The surgeon explanted the device in 2006 and reimplanted the patient with a new one.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.